Event description:
A customer contacted beckman coulter (bec) to report 6 - 8 drops of fluid leaked from the probe of a coulter lh 500 hematology analyzer following the probe rinse cycle that takes place after the instrument processes a retic sample only. The customer was wearing personal protective equipment (ppe) consisting of a labcoat and gloves at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed the leak was from the blood sampling valve. Fse replaced all the tubing connecting to pv49 which resolved the leak. The tubing that goes from ff174 to ff180 (pv49 valve) is used to collect the waste from the probe wash (external cleaning of the manual probe). After a manual aspiration is completed, the manual probe is washed outside and inside. Repair was verified per established procedures and results met published performance specifications. The cause of the leak is attributed to the tubing at pv49. (B)(4).